Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.

Event description:
"Clips fell off 5x after operation. Pt bleeding and required time to open 2nd clip applier."